Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had an issue with keypad anomaly. Customer stated that they received stuck button error alarm. Customer stated that they experienced a hyperglycemia. Customer blood glucose level at the time of event was 400 mg/dl. Customer was not used insulin pump system within 48 hours of reported event. Customer stated that the keypad button was unresponsive. The customer will discontinue use of the devise.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. Intermittent response from keypad confirmed due to moisture damage to keypad traces. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2022 between 09:54:11.000 and 10:09:01.000 in pump downloaded history. Unit passed the keypad voltage test. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Moisture damage was observed on keypad traces and corroded battery rube. No moisture damage was observed in the motor assembly. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, cracked battery tube threads, broken battery tube threads, serial number label fading, end cap address label fading, cracked select button keypad overlay, missing display window cover, and pillowing keypad overlay. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Pump passed functional testing. No stuck button error alarms noted during testing and verified pump alarmed stuck button on (B)(6) 2022 between 09:54:11.000 and 10:09:01.000 in pump downloaded history. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment, case behind the pump at the battery compartment, battery tube threads, and serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.